Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received, investigation pending.

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation, displayed a safety reset complete alarm and resumed ventilation after two minutes. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation, displayed a safety reset complete alarm and resumed ventilation after two minutes. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint, however, review of the device data logs confirmed an error message (system fault) and device restart within specification. Visual inspection of the main circuit board revealed contamination from capacitor leakage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a contaminated main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).